Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) reported that the equipment showed distortions in the curves and sometimes showed autofill failure. After analysis it was found that the manifold set had a problem. After replacing the drive assembly (d104-00-0018), several tests were performed on the equipment and it did not show anymore abnormalities in its operation. The calibrations were checked and they are all in accordance with those established by the factory.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 even site name: (B)(6). Due to character restrictions in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, discovered by customer, the cs100 intra-aortic balloon pump (iabp) had automatic charging fault issues. There was no patient involvement.